Manufacturer narrative:
Add'l info received indicated that after the customer changed the cartridge and infusion set, the blood glucose level was good. Tandem tech support reviewed the t:connect logs and found the pump temperature to be within the t:slim operating range. Syringe packaging states: "do not reuse." The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 300 mg/dl. During troubleshooting with tandem tech support, the customer reported that the insulin appeared to be gelled and that the insulin was expired. The customer indicated that the insulin was the cause of the occlusions. The customer had reused the cartridge syringe. The customer reported that the cartridge and tubing would be changed.